Event description:
It was reported to philips that the etco2 port is pushed into the device. There was no patient involved.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.